Manufacturer narrative:
A field service engineer (fse) replaced the gear pump head, heat cut filter, vacuum diaphragms, air filter, and nozzle tips. Cell blank measurements, calibration, qc, and precision check were performed. All checks were successful. The lab confirmed all qc were within the laboratory's specifications. The investigation was unable to determine a direct root cause. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The sodium electrode serial number is (B)(6), and the expiration date was not provided. The potassium electrode serial number is (B)(6) and the expiration date was not provided. The chloride electrode serial number is (B)(6), and the expiration date was not provided. The aspartate aminotransferase reagent lot number is 88380601, and the expiration date is 30-sep-2026. The customer suspects a specimen integrity issue, stating that they have a known issue of clotted samples from out-patient sites, and they have to pay close attention to sample quality. A field service engineer (fse) performed an inspection of all assemblies, as a preventative measure the fse replaced parts and performed maintenance. The syringe seals and tubing were replaced and all alignments were verified. Ion-selective electrode (ise) checks were complete as well a 21-cup precision check, calibration and qc. All checks were successful. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode, chloride electrode, potassium electrode, and aspartate aminotransferase (ast) assay results from the cobas 6000 c (501) module for three patients. Patient 1's initial sodium result was 121 mmol/l, and the repeat result on another c 501 was 137 mmol/l. The initial chloride result was 70.4 mmol/l, and the repeat result on another c 501 was 85 mmol/l. Patient 2's initial sodium result was 124 mmol/l, and the repeat result was 143 mmol/l. The initial potassium result was 3.7 mmol/l, and the repeat result was 4.2 mmol/l. The initial chloride result was 86.5 mmol/l, and the repeat result was 103.8 mmol/l. Patient 3's initial sodium result was 132 mmol/l, and the repeat result was 142 mmol/l. The initial ast result was 479 u/l, and the repeat result on another c501 was 30 u/l. The repeat results were deemed to be correct. The doctor called and questioned the initial results and requested that the samples be repeated.